Event description:
The site communicated that the patient underwent a pump exchange due to the driveline fault. The pump exchange occurred on (B)(6) 2019 from (B)(6) to (B)(6).

Manufacturer narrative:
Additional information: manufacturer¿s investigation conclusion although the evaluation of the submitted system controller log file confirmed several pump stops and low speed events while connected to ac power, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. Based on previous complaint history, log file findings appear consistent with a potential driveline issue. The submitted log file captures several pump stops and low speed hazard/advisory events from 08jun2019 11:38:32 am through 13jun2019 02:53:58 pm. These events only occurred while the system controller was connected to either an mobile power unit or a power module. Low flow hazard alarms were noted during these events, corresponding with the low speed hazard alarms. Further, power elevations up to 12.3 w were observed during some of these events. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion was returned in a segment measuring approximately 18 inches. The outer layers of the driveline were severed approximately 15.5 inches from the metal connector. Minor metal braided shield breakdown was observed along the length of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the events observed in the submitted log file. It was reported that the patient was connected to a grounded patient cable after the driveline repair and motor stopped events occurred. The customer continued to monitor the patient until a pump exchange was performed on (B)(6) 2019. It was communicated that vad-19824 would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 9 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient experienced multiple pump stops and low speed operations this type of behavior has been linked to potential issues with the per cutaneous lead. These issues only appear to be occurring while the vad is connected to ac power. A perc lead repair was performed on (B)(6) 2019, the site will continue to monitor the patient until a clinical decision is made. On (B)(6) 2019 the patient underwent a pump exchanged due to driveline fault. No additional information was reported.